Event description:
It was reported that a low lead impedance warning occurred (154 ohms). The lead was in unipolar configuration and greater than 16 million low impedances occurred since date of last check. The rv lead was capped and no patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.